Manufacturer narrative:
See the attached vendor evaluation.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-6480 dualwave¿ pump is producing a pressure fault error code, and unable to get it to pump. This occurred during a case, the case was completed using another pump. There was no patient effect reported.